Event description:
Session report was received providing the pre-operative settings and diagnostics. It was confirmed that the generator was pulse disabled due to an end of service (eos) = yes condition. Therefore, it can be confirmed that the burst watchdog timeout was reported but confirmed invalid, and the disablement was due to eos. No additional relevant information has been received to date.

Event description:
The patient was referred for generator replacement due to alleged battery depletion. The replacement surgery was completed. The explanted generator was discarded by the explant facility. No additional relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial and supplemental report 1 inadvertently did not include that the patient had been referred for generator replacement.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report indicated that the cause of the vns disablement was burst watchdog timeout; however, it was later determined that there was insufficient information to reach this conclusion. H6 evaluation codes, corrected data: initial report inadvertently coded 110 "design error" under the results codes and 12 "cause traced to device design."

Event description:
It was determined that since tablet data has not been reviewed by the manufacturer to date, and a specific error code has not been reported for this event, there is insufficient data to conclude that the vns disablement was due to burst watchdog timeout. The root cause of this event could be related to the software/firmware; however, no explicit conclusion can be drawn at this time. No additional relevant information has been received to date.

Event description:
It was reported that upon interrogation, it was identified that the patient's generator was disabled. The patient had also experienced a recent increase in seizures. The patient's settings revealed that the magnet and autostimulation output currents were programmed to the same value. Internal investigation revealed that this issue was related to an unintended design issue within the firmware of this generator model, which allowed a few additional seconds of stimulation (on time) to accumulate enough to trigger the burst watchdog timeout event when specific conditions were met involving autostim and magnet modes. The burst watchdog timeout event can result in the generator becoming disabled and therapy being interrupted. No additional relevant information has been received to date.